Event description:
It was reported that the pump showed a red screen and alarmed as soon as the cassette was attached, indicating the cassette was not properly fitted. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty downstream occlusion sensor (dso). The downstream occlusion seal, sensor and bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.